Event description:
Case description: this spontaneous report was received from an us health care professional and concerns a female patient. The patient was injected subdermally with radiesse(+) into the left temple (off label use of device), on 29-dec-2025. Batch number was reported as unknown. Dilution was reported as 1:2 (product preparation issue, off label use of device). A total of 0.4 ml was injected. A fanning technique was reported. On (B)(6) 2025, on the same day after the radiesse(+) injection, the patient experienced an occlusion. Corrective treatment included at least 4 vials of hylenex a few hours after the injection. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the left temple is no approved indication for radiesse(+) in us. Dilution of radiesse(+) for injection into the left temple is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.